Event description:
Caller reported multiple intermittent occlusion alarms. There was no adverse impact to customer¿s blood glucose level. To resolve the issue the customer changed the infusion set and cartridge, resumed insulin delivery.